Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. Patient reported that the pump powered off a day after battery was changed. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any power reboot occurrences. Investigation found that the battery compartment was cracked and a leak test detected a leak where the crack was located. There was evidence of moisture intrusion on the underside of the battery cap. The threads on the battery cap were stripped. As a result of the damages to the battery compartment and cap, the battery cap was unable to secure properly and power loss was duplicated. Using a test battery cap, the pump powered up properly. A rewind/load/prime sequence and a 24 hour pump exercise were executed without incidents. Pump casing was opened and no additional evidences of moisture intrusion or loose components were observed in the pump¿s interior. Unrelated to the casing issue, the pump powered up to a dim and discolored verify screen.